Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, implanted: (B)(6) 2003; 1028t, pacesetter competitor lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that the device had been implanted for only 20 months and it did not meet the longevity expectation due rapid battery depletion from programmed high output on the left ventricular (lv) lead. The lv lead was ¿failing¿ according to the clinician. The device was explanted and was replaced. The lv lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.